Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 423 mg/dl which was treated with manual injection and insulin pen. Customer stated that the infusion set had a bent cannula when removed. Customer stated that they were experiencing vomiting and nausea with high blood glucose. Customer was not using automode feature at the time of incidence. Customer was assisted with troubleshooting for high blood glucose. The insulin pump will be replaced and customer agreed to return the product for analysis.